Event description:
Caller reported an incorrect time display on their device, which differed from the actual time by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not cause blood glucose levels to exceed 500 mg/dl or drop below 54 mg/dl. Customer was assisted by cts in updating the pump time and advised to monitor and follow up if the time discrepancy reoccurs. Customer understood and acknowledged the advice given.